Event description:
It was reported that the patient had severe constipation since implant. The patient stated that the device had the opposite effect than intended. The patient tried reprogramming and it helped, but it did not take care of 'losing a stool here or there.' The patient's last adjustment was one month prior to the report. The patient also stated that since implant she had 'shocking sensations' when she did some manual labor such as shoveling. Also, the patient 'at times' got a 'shock' while walking. The location was at the 'vaginal and saddle area' and the sensation was so 'sharp' it 'stopped the patient in her tracks.' However, the patient was very happy in what the device had done so far and had an appointment scheduled a month after the report. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0223z, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).